Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported via ultrasound report left side "there was an image of a fluid-like breast pouch." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed: b.5, d.4, h.4, h.6, h.11

Event description:
Patient reported via ultrasound report "there was an image of a fluid-like breast pouch". Healthcare professional reported " capsular contracture". This record is for the left side. Device has been explanted.